Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid back, upper and lower abdomen, and flanks using a coolscupling elite c120 applicator and c150 applicator on (B)(6) 2022 and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
H11: corrected data: d1 brand name (not unknown but unit name is unknown).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid back, upper and lower abdomen, and flanks using a coolscupling elite c120 applicator and c150 applicator on (B)(6) 2022 and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/15/2023. Clarification to b3 partial date of event: "nov/dec 2022" was provided.

Event description:
Allergan aesthetics received a report from a patient treated with cool sculpting to the upper abdomen, bilateral bra fat/back fat and flanks on (B)(6) 2022 using the elite cool advantage c120 and c150 system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.